Event description:
It was reported that the customer's insulin pump has a cracked reservoir compartment and a crack to the top of the reservoir. Customer's blood glucose level at the time 267mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
All operating currents are within specification. No unexpected blank display noted. Unit received with missing segments due to open lcd zebra connector. Unit also received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and scratched around casing.